Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, resulting in "seizure during sleep", fall out of bed, cut across nose, and bruising on face. Root cause of low bg was not determined. Reportedly, customer went to the emergency room (ER) where they were treated with intravenous glucose. The customer was discharged from the ER 4 hours later with the issue resolved. Tandem technical support investigated the pump logs and confirmed the pump was functioning appropriately.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.